Event description:
It was reported that the procedure was to treat a moderately tortuous distal circumflex. There was resistance advancing the 2.5 x 38 mm xience prime stent delivery system through a 6f non-abbott guiding catheter and it could not cross the proximal circumflex lesion. Another 2.5 x 38 mm xience prime was used successfully to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Returned goods analysis revealed the nosepiece had separated.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The guiding catheter resistance was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Additionally, the device was returned with the nosepiece separated. Follow-up received from the account regarding the hub separation stated that this was not noticed during the procedure and that it may have occurred during transport. Therefore, it is likely that the noted damage is related to handling as the device was packaged for shipment back to abbott vascular for analysis. Based on visual, functional, and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.